Event description:
A customer contacted physio-control to report that their device kept powering off by itself during patient monitoring. There was no harm to the patient associated with the reported event.

Manufacturer narrative:
Physio-control reviewed the electronic device records, and verified the device unexpectedly lost power three times on (B)(6)2020, when printing. The active battery at the time was manufactured in 2014.the customer was advised to replace their batteries, as stryker recommends, in the operating instructions, to replace the batteries every two year. The cause of the reported issue was determined to be due to an (>6 years) old battery pack. The inherent internal resistance increases over time within the battery pack. This increase in resistance can results in a sudden loss of device power under conditions of high current usage, such as printing. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio service technician evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device kept powering off by itself during patient monitoring. There was no harm to the patient associated with the reported event.